Event description:
The pump was returned for service with the report "pump keeps turning on by itself". Information was not provided regarding whether or not the reported situation occurred during patient use. No additional details are available.